Event description:
It was reported that the patient implanted with this device expired. A patient advocate expressed concern that the device had quit working. The local area field representative was contacted for additional information. At this time, no further information is available. Should further information become available this report will be updated.